Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level ranging from 400-495 mg/dl with large ketones; the cause was unknown. The customer attempted to address the elevated bg by delivering a correction bolus and changing supplies. The customer went to the emergency room (ER) where fluids and insulin via manual injections were administered to address the high bg. The customer left the ER in stable condition and a bg approximately 200 mg/dl. During a system check, it was observed that the customer uses humalog insulin and changes the cartridge every 3 days. Reportedly, the customer continued to use the pump for insulin therapy.